Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when high, out of range, high voltage inadequate capture issue was observed on the rv lead. Patient had a heartmate left ventricular assist device (lvad) implanted and the lv lead was turned off once the patient got the lvad. The rv lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.